Event description:
It was reported that the implant at tooth site #unk was removed due to implant being fractured. Implant crown came loose at 2 different times. Found that implant was fracture and implant was removed. Per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device: no. Additional appointment required: no. Symptoms as a result of the event: n/a.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number k061410, k011028 and k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Fracture identified at the implant's collar. Also, fractured screw identified stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63355638. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63355638 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.